Manufacturer narrative:
This patient presented to the cardiac catheterization unit with an acute anterior wall myocardial infarction (non st elevation myocardial infarction) and new q waves developed. 2-vessel disease was also found and a staged procedure was not planned. Pre-procedure medications included aspirin 400 milligrams (mg), clopidogrel 75 mg and beta-blockers. Intra-procedure medications included aspirin, clopidogrel 600mg and unfractionated heparin. Pre-procedure cardiac enzymes were as follows: ck less than two times above upper normal limits. Pci was performed on a 95% de novo lesion in the proximal left anterior descending artery of 10mm in length in a 3.5mm vessel diameter. The (b1) eccentric lesion was characterized with an irregular contour, little to no calcification and with thrombus absent. The lesion was pre-dilated with a 3.0x15mm balloon at 12 atmospheres (atm) before a 3.5x13mm cypher select stent at 18 atm with satisfactory results. There were no procedural complications. Thrombin inhibition in myocardial infarction (timi) iii flow was recorded pre and post-procedure, respectively. Intra-vascular ultrasound (ivus) was not done. Post-procedure cardiac enzymes were not done. Post-procedure medications included permanent aspirin 100mg/day, clopidogrel 75mg/day for 12 months, statins, ace inhibitors and beta-blockers. When attempting to do follow-up with the patient at the 1-month interval, it was learned from the patient's referring cardiologist or doctor that the patient died from unknown causes. An autopsy was not performed. It is unknown if the cause was cardiac or non-cardiac. Please note that this device is not distributed in the united states. However, it is similar to the us distributed. It is also not available for testing and evaluation. Additional information received will be submitted within 30 days upon receipt.

Event description:
As reported by the study in another country, three days after percutaneous coronary intervention (pci), the patient died from unknown causes. It is not known if the death was cardiac or non-cardiac.